Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Foam is coming loose from the tire and when the patient starts to ride on their power chair the wheels spins.